Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device required bench repair for an unspecified condition. Additional information has not been provided regarding this event. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
It was reported to philips that the device required bench repair for an unspecified condition. Upon evaluation of the device by a philips bench technician, it was found during visual inspection that the printer was worn/scratched. There was no reported patient or user involvement and no adverse patient/user impact.